Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 26mm sapien 3 ultra resilia (s3ur) valve was successfully implanted in a 26mm sapien 3 ultra valve due to stenosis. No procedure complications were reported, and the patient was alive at the end of the procedure. No additional information has been provided at this time.

Event description:
As reported by the edwards field clinical specialist, approximately 7 years and 8 months a 26mm sapien 3 ultra resilia (s3ur) valve was successfully implanted in a 26mm sapien 3 ultra valve due to severe aortic stenosis and severe transvalvular regurgitation. The patient presented with degenerative bioprosthetic (tavr) aortic valve of a 26mm sapien valve with a mean gradient (mg) of 42mmhg, v-max 4.1 m/s with an ejection fraction (ef) of 40-45% on tee, mild mitral regurgitation, mild mitral stenosis and mild tricuspid regurgitation. The 26mm s3ur valve was successfully implanted. No procedure complications were reported, and the patient was alive at the end of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted to reflect updated information. The following sections have been updated: a2 (date of birth), b5 (describe event or problem, d1 (brand name, d4 model and serial numbers, expiration date, primary unique identification number (UDI), d6a (implanted, give date), h4 (device manufacture date, h6: type of investigation, investigation findings, and investigation conclusions and h11 (provide narrative/data. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication of a manufacturing non-conformance that contributed to this product problem. Investigation results suggest that patient factors (advanced age 74) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.